Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad p ump. The device was returned assembled with the driveline cut approximately 8¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a revealed a flat, non-laminated, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured, indicating that it was present while the pump was in operation supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase, as well as the power elevations that were confirmed through the analysis of the log file data of the returned system controller. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The reported event of spikes in power and flow was confirmed through the log file analysis of the returned system controller, serial number (B)(4). The log file captured multiple events of power elevations up to 14 watts and flow values which were typically captured in the 6-12 lpm range. The returned system controller passed functional testing using the equipment in the manufacturer¿s lab and was found to function as intended. The system controller operated for an extended period of time while connected to a mock circulatory loop and no atypical power or flow spikes were reproduced. A root cause for the reported events could not be conclusively determined nor correlated to the returned system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient underwent a pump exchange on (B)(6) 2015. It was reported that within 24 hours of the initial implant the patient was returned to the operating room due to pump pocket bleeding and hematoma. The patient also had poor right ventricular function requiring administration of flolan and milrinone and placement of an intra-aortic balloon pump. During the 18 days between the initial lvad implant and the pump exchange, the patient had several days of subtherapeutic inr values; however, the patient was promptly started on a heparin infusion. In the first week post-implant, variations in pump power with randomly high spikes occurred. It was reported that the pump power was not really trending upward as would be expected with thrombus formation. On approximately (B)(6) 2015, the patient experienced respiratory failure requiring re-intubation. At around the same time, the patient reportedly experienced some low flow states and occasional spikes in pump power and estimated flows. At an unspecified later time, the patient started having numerous pulsatility index (pi) events. On (B)(6) 2015, the patient¿s lactate dehydrogenase (ldh) level went from 2228u/l on (B)(6) 2015, to 2583u/l on (B)(6) 2015, and to 4602u/l on (B)(6) 2015. A ramp echocardiogram was performed on (B)(6) 2015 that showed no left ventricle decompression; the patient was started on a heparin drip. The patent's inrs had been therapeutic between 2.0 ¿ 2.6 since (B)(6) 2015. The vad coordinator reported the patient status as ¿a very, very sick gentleman.¿ the patient underwent the pump exchange on (B)(6) 2015. On an unspecified date after the pump exchange a temporary perfusion ¿cone¿ right ventricular assist (rvad) was placed. On (B)(6) 2015, the patient was still in the cvicu, with continuous renal replacement therapy (crrt). The patient was receiving levophed, epinephrine, milrinone, propofol, insulin and heparin. A transesophageal echocardiography study was performed to evaluate the right ventricle; the results were not provided. As of (B)(6) 2015, it was reported that the patient was still in very critical condition.

Manufacturer narrative:
Approximate age of device - 18 days. The patient remains ongoing with the new device. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.